Event description:
It was reported the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The cuff was downsized and the patient was implanted with a new 4.0cm cuff. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.